Event description:
The healthcare provider (hcp) reported that in (B)(6) 2014 the patient was hospitalized with high fever, increased spasticity, and agitation. Limited troubleshooting was performed at that time. It was further reported that the patient also has had elevated cpk (creatine phosphokinase) blood work. Currently there were no active pump alarms. No diagnostic studies were performed. Checking the pump logs to confirm a possible motor stall and performing a catheter access port (cap) dye study was being considered. On the date of the report the hcp was attempting to update the patient¿s pump; however, telemetry would not complete and the pump was in stopped pump mode. While avoiding electromagnetic interference (emi), the patient was laid down to re-interrogate the pump. All field were updated for accuracy while updating the pump with the programmer; interrogation of the pump was then successful. The pump was used to deliver baclofen. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).